Manufacturer narrative:
The fse replaced the grey connector and then tested for proper operation and verified according to OEM instructions. Software attributes were confirmed/updated.

Event description:
It was reported that during an onsite visit to the facility, the customer informed the olympus field service engineer (fse) that the grey connector to the reprocessor had broken.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: e2, e3, g4, g7, h2, h4, h6 and h10. The customer confirmed the device was repaired and is operational. The cause of the reported event cannot be conclusively determined. We presume from the investigation results that the gray connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: (1) accumulated stress over time which caused the connector to get loose; (2) unintentional impact to the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event. Per the instructions for use: check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment. A review of the device history record found no deviations that could have caused or contributed to the reported issue.